Event description:
It was reported the patient presented in clinic for follow-up. During the device check, the pacemaker could not be interrogated. The pacemaker was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. The pacemaker was received for analysis with battery voltage at end of service level. Device testing found anomalous current drain from a leaky capacitor which resulted in high current drain and premature battery depletion. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.